Event description:
A call was placed to st. Jude medical technical services requesting a rep go the hospital when the pt presented with a suspected ventricular tachycardia storm and may have also received inappropriate therapies. Device interrogation prinouts showed the device had reached eri. Printouts also showed that noise was the likely cause of some of the therapies which was believed to be related to a possible lead fracture. The ICD was turned off and the pt remained in the hospital when they became hypotensive and comatose.